Event description:
It was reported that during use the there is not enough vacuum and there is a low draw of blood with a bd vacutainer® barricor¿ lh plasma blood collection tubes. The following information was provided by the initial reporter: it was reported that there are some difficulties with a lot of barricor tubes in terms of the quality of its vacuum.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to underfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the there is not enough vacuum and there is a low draw of blood with a bd vacutainer® barricor¿ lh plasma blood collection tubes. The following information was provided by the initial reporter: it was reported that there are some difficulties with a lot of barricor tubes in terms of the quality of its vacuum.